Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead were exhibiting lead impedance greater than 3000 ohms and no capture on the pace/sense portion of the right ventricular (rv) lead.